Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 28.9 mmol/l (520.2 mg/dl) while wearing the pod. The patient became sick and began vomiting. The patient's mother called an ambulance, but they did not provide treatment, only provided the patient a bucket for vomiting. The patient was later taken to the hospital and that's when it was discovered that the cannula had been dislodged from the infusion site (arm). The patient was treated with manual insulin injections using insulin pens and was given anti-sickness medication to treat the vomiting. Ketones were measured at 1.3 while at the hospital. The patient was discharged the following day on (B)(6) 2025). The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.